Event description:
This is a spontaneous report by a nurse from vietnam regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy effluent. The patient was hospitalized on the same day for the peritonitis. The patient was discharged on (B)(6) 2010 with resolution of the event of peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. Antibiotic therapy was started but no further information was available. The reporter believed that the peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.